Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The event date is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported the patient experienced discomfort due to their ipg being loose in the pocket. In turn, the patient underwent surgical intervention and their ipg pocket was revised on (B)(6) 2019. Surgical intervention addressed the patient's issue.